Event description:
It was reported that an ilet user experienced hyperglycemia, with a sensor glucose of 227 mg/dl and a confirmatory fingerstick of 201 mg/dl, without recent food intake and without pump alerts or evident supply issues; the user was advised to allow the pump to deliver correction doses before changing supplies. Symptoms included elevated blood glucose. Outcomes included no reported medical intervention, hospitalization, or long-term sequelae. Investigation included user troubleshooting and education conducted by support personnel with follow-up planned to monitor glucose response. Investigation of this case revealed no corroborated device malfunction or supply leak based on user report. It was concluded that the event was hyperglycemia with an unclear cause, and continued observation and standard device-guided correction were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence."